Manufacturer narrative:
The immucor laboratory tested retention product on 05oct2017 and 10oct2017 which performed as expected.

Event description:
On 03oct2017, it was determined that a (B)(6) customer report received on 11sep2017 of an unexpected positive result when using anti-m (murine monoclonal) gamma-clone by manual test tube method, was reportable.